Manufacturer narrative:
The device was received, and the evaluation is anticipated; however, not yet begun. Once the investigation is complete, a follow-up report will be submitted. The lot number was provided by the reporter, at this time, the DHR review is in progress and the manufacturing date and expiration date will be provided in a supplemental report.

Event description:
It was reported that a patient had an implant fail after the clinical procedure. Implant was placed in a previously grafted site. Granulated tissue was observed at the site and infection was present. Patient was placed on an antibiotic, steroid, and an oral rinse regimen for 2 courses.

Manufacturer narrative:
Additional information: section d: d3: manufacturer address and phone number updated from initial submission. D4: unique identifier (UDI)# add as it was omitted from the initial submission. Section g: g1: contacting office-manufacturing site address and phone number updated from initial submission. Correction: section b:: b1: product problem selected as it was omitted from the initial submission. The device investigation has been completed and the results are as follows: investigation results: (when applicable, the investigation must contain: complaint verification, review of device history record, stock product review, and returned part inspection results. Including methods, results and conclusion summary) complaint verification: this complaint is verified based on the returned parts and information provided by the customer. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: the packaged stock product is not applicable for review since no defect no non-conformity observed from returned product. Returned part inspection results: the returned part was inspected and evaluated visually in comparison with the DHR. No evidence indicated that the failed implant was defective. There was no evidence found to indicate that the reported issue was caused by the device itself. The product investigation questionnaire indicated no serious injury to the patient. The patient was replaced with similar implant and no further incident was reported. Conclusion: the complaint is not confirmed.